Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- component codes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1 (initial reporter, event site telephone), e3, (g1 (contact office, contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Troubleshooting performed, the fse replaced reel, ac power cord to resolve the issue. Repair completed. Functional tests performed with positive results.

Event description:
N/a.